Manufacturer narrative:
Other relevant device(s) are: product ID: kit0639-11, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat vertebral compression fracture using fixation with screws and rods. It was reported that the plan was finalized by the surgeon prior to starting the case to ensure the screws were passing center of the fracture. During planning, a nurse told the surgeon there was a hole in the in the multi-directional bridge and would take an hour to re-process. The surgeon decided to use mazor x system, so the renaissance system was taken out of the operating room. After an hour of troubleshooting, registration could not be achieved for l5, although s1 and l4 looked good. The surgeon decided to abort the use of the mazor x system and use the renaissance system. The case was able to be completed with the renaissance system. Refer to manufacturer report #1723170-2019-02871.